Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No off no power anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump powered down without warning. The customer did not receive a low battery alert prior to the off no power alert. This was the second occurrence of an off no power alarm without a low battery warning. Customer's blood glucose level was 250 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.